Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that one day post implant, the pulse generator exhibited low impedance and loss of sensing. After intra-op testing the device resumed normal function. The physician elected to explant and replace the device.